Manufacturer narrative:
(B)(4). Approximate age of device ¿ 32 days. The event occurred at (B)(6) hospital and (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. The manufacturer's technical services representative evaluated the system controller log file and reported that there were trends consistent with device thrombosis. No further information was provided.

Manufacturer narrative:
A system controller log file was submitted for review. The log file contained approximately 12 days of data, from time stamp 15 days, 21 hours and 25 minutes to time stamp 27 days, 21 hours and 52 minutes. Between the time stamps of day 21, hour 3, minute 39 and day 22, hour 20, minute 25, several intermittent pump power elevations were captured. Following this time frame, pump power appeared to normalize and remain stable for the remainder of the log file. The log file evaluation could not conclusively determine the cause of the pump power elevations. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.